Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the electrodes were not functioning properly. The customer was not able to provide specific information. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This follow-up is correcting and updating information submitted on the initial med-watch report. The customer was contacted for return of the suspect product; however the customer did not return the event electrodes for evaluation. The customer returned several pairs of sample electrodes for zoll to perform testing. No discrepancies were noted, both visually and functionally. Zoll was unable to duplicate the customer report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the associated defibrillator was unable to obtain an ECG signal with these electrodes attached. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.